Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced urinary retention. A cystoscopy was performed, and it was found that the cuff was too tight for patient's anatomy. A revision surgery was performed to explant and replace the cuff with a bigger one. No patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced urinary retention. A cystoscopy was performed, and it was found that the cuff was too tight for patient's anatomy. A revision surgery was performed to explant and replace the cuff with a bigger one. No patient complications were reported.